Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with no appearance of any physical damaged. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed no evidence of the reported issue. To further investigate, a functional check was performed. Running three accuracy tests, the pump was found to be within manufacturing specifications. No repairs needed.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had different readings for accuracy rate. No adverse effects were reported.